Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the patient had the inflatable penile prosthesis cylinder and pump replaced due to a tear in the left cylinder rupture. No patient complications were reported.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the patient had the inflatable penile prosthesis cylinder and pump replaced due to a tear in the left cylinder rupture. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. The cylinder had a hole with broken fabric threads due to a sharp instrument damage in the proximal end resulting in a leak. The pump was visually inspected, leak tested, and functionally tested. The pump passed visual inspection and leak testing. The pump did not pass activation testing. Based on the information available and analysis results, a mechanical issue was confirmed. A tear was found in the cylinder, but analysis could not determine if it occurred at the time of implant or of explant.